Event description:
Conmed japan reported on behalf of their customer that the device as-ifs1, airseal ifs, 120v was being used on an unknown date during a laparoscopic liver resection and the ¿during the medical department briefing, dr. Told us that he had been using airseal for many years at ¿liver clinic but had stopped using it after experiencing a case of embolism. The incident apparently occurred several years ago.¿. The procedure was completed without an alternate device. This report is being raised on the basis of injury due to device with no report of malfunction being used during a procedure where the patient experienced an embolism.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The service history review cannot be conducted as a serial number was not provided. A device history record review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 39 reports, regarding 40 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) per the instructions for use, the user is advised the following: an authorized service technician has to inspect and service the device at appropriate intervals to ensure the safety and functionality of the unit. The minimum service interval is two years, depending on frequency and duration of use. If the service interval is not maintained, the manufacturer does not assume any liability for the functional safety of the device. Improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the nominal pressure value. Gas embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure settings and close damaged blood vessels at once. We will continue to monitor per regulatory requirements to help ensure patient safety.